Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue. The device and software were updated as well as calibrated for better operation and to avoid future errors.

Event description:
It was reported that the device displayed the error message 'may lose communication with cadd wireless communication module and stop ongoing infusion'. This occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.